Manufacturer narrative:
The returned device analysis was not able to replicate the reported issues in a testing environment as the clip was not returned. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issues. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. All available information was investigated and a cause for the reported difficult to open or close (gripper actuation) and unintended movement (clip opening) cannot be determined in this incident. The reported additional therapy/non-surgical treatment was a result of case specific circumstances as the physician implanted another clip to stabilize the opened clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the gripper actuation issue and clip opening after deployment requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The ntw clip delivery system (cds) was advanced and placed on the mitral valve. During grasping, it was noted the gripper with the dimple did not lower and the gripper lever was noted to be ¿notchy¿. Troubleshooting was performed however the gripper arm would still not lower therefore the cds was removed. Another ntw clip was able to be implanted without issue. A third ntw cds was advanced medially of the implanted clip however during simultaneous grasping, it was not possible to lower both gripper arms. Troubleshooting was performed successfully and the leaflets were able to be grasped. During deployment, while establishing final arm angle (efaa) the second time, the clip opened to approximately 30-40 degrees. The physician decided to place another ntw clip to stabilize the opened clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.